Event description:
The physician was attempting to perform a ventriculogram, and had positioned the pigtail catheter in the intended location. As he attempted to begin hand injection of contrast into the hub, the catheter separated in his hand at the hub. He never injected. As the proximal end of the catheter was lying outside the pt, the physician simply pulled the catheter out of the pt by the proximal end. A similar pigtail catheter was then used to successfully complete the procedure without complications. There was no pt impact - the separation occurred in a portion of the catheter outside the pt. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional info will be submitted within 30 days of receipt.